Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6148641. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4). Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient's mother gave her an injection to the abdomen at home. When the suspect device was removed from the site, the mother noted the needle missing. An ultrasound was performed but the broken needle was not detected.